Event description:
Customer reported something broke and blood spilled into the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the top phenolic plate. System operates as intended.